Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day, the patient was hospitalized for the event. The cause of the peritonitis event was not reported. On an unreported date, the patient began treatment with cefazolin, intraperitoneally (ip, 1 gram/day) and fortum (ip, 1 gram/day) for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the event. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).